Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. An xt clip (50407r1022) was inserted and placed on the mitral valve. During the lock check, it was noted that the clip opened when going from closed to loose neutral. Therefore, the clip was removed and replaced. One clip was then implanted. To further reduce mr, an additional xt clip (50407r1017) was prepared. During the preparation of the xt clip, it was noted that an air bubble was unable to be removed from the clip delivery system handle. Therefore, the device was not used and replaced. An additional xt (50407r1016) was inserted and placed on the mitral valve. It was noted that the clip had opened when going from closed to loose neutral. The clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock) could not be replicated in a testing environment due the condition of the returned device (the clip was implanted and therefore, was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the images/cine review, a cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.